Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that approximately one week post implant, the patient with this lead complained of chest pain. An interrogation confirmed a drop in r-wave sensing and intermittent loss of capture at high outputs. Based on the data in correlation with the patient symptoms, the physician suspected a perforation and intervention was taken to reposition the lead. The procedure was completed without complication and the lead remains implanted and in service.